Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Blade was discarded.

Event description:
It was reported that during a knee replacement the blade broke at the mount. It was also reported that there were no adverse consequences as a result of this event. It was further reported that there was a 2 minute delay and the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a knee replacement the blade broke at the mount. It was also reported that there were no adverse consequences as a result of this event. It was further reported that there was a 2 minute delay and the procedure was completed successfully.